Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that dr. Indicated fracture. The platform of implant body was fractured. The implant was removed and another implant was placed. Tooth site #31

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device location was #4 and was used for approximately 1 year 5 months. X-ray image was provided, see pictures in the complaint. X-ray shows fracture as well. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1221692). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221692) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.